Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly and received hardware low level failure. The customer's blood glucose level was 7.6 mmol/l. The customer state they received the audio and performed the audio test. The customer stated that they did not hears the beep but there is no difference between 1 and 5. Insulin pump will be returned for analysis.